Event description:
The ventilator stopped while on a pt in the ICU-the alarm system activated and the staff responded. The pt was removed without injury and placed onto another vent. The unit has been running for several days without another problem. The customer initially replaced the pcb to correct the problem, but after re-installing the original pcb they could not duplicate the original failure. The customer is currently evaluating disposition of the unit (decommission or refurbish). Internal # v96123.

Manufacturer narrative:
The device was evaluated by the hospital's biomedical engineering department. The device was run for 11 days and the failure could not be reproduced. The device was returned to service.